Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during pre-dilatation in the heavily calcified common iliac artery, the fox cross balloon ruptured at 15 atmospheres. A fox plus balloon was then inserted for pre-dilatation and ruptured at 10 atmospheres. Both devices were completely and easily removed from the patient. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): the device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information. The fox cross is being filed under a separate medwatch report number.